Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up, an alert for high voltage lead impedance was detected. However, there were no out of range impedance measurements observed. Programming changes were recommended. No adverse events occurred and the device remains in service.